Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp and experienced two episodes of ventricular tachycardia and was successfully cardioverted. Afterwards, the pump had to be slightly repositioned due to aspiration alarms. Care was withdrawn and the patient expired.